Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high capture thresholds. The patient was presented to the clinic and programming changes were made. The patient left the clinic and passed out the same day, then presented to the emergency room. Reprogramming changes to the safety margin were recommended since the root cause of syncope and prior programming changes are unknown. Currently, this crt-p remains in service and no additional adverse patient effects were reported.